Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues and pain. The patient was seen at the center for device evaluation. Testing performed confirmed out of range impedances on all electrodes. Surgery is to be scheduled to explant the patient's device.